Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. Customer's blood glucose value was unknown. The customer¿s nurse stated that customer was no longer wearing the insulin pump when they arrived in hospital and customer was not wearing insulin pump currently also. The device will not be returned for analysis.